Manufacturer narrative:
Due to character restrictions in block e1: telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Its was reported during the routine inspection, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm sounded. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a